Event description:
It was reported the pt experienced difficulty charging and communicating with the ipg. It was also reported the pt's ipg stopped working. X-rays were taken. As a result, the pt's scs system was explanted.

Manufacturer narrative:
Results: the ipg failed the auto test. The ipg successfully communicated with the test standard pt programmer and charging system. An x-ray analysis was performed and revealed a broken feed through wire on channel 1 and channel 9. The broken feed through wires are consistent with an overstress condition the header was subjected to while implanted in the pt. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.